Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise that was oversensed by the device. The noise was reproducible in clinic. Programming changes were made. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead was explanted and replaced on (B)(6) 2020. There were no patient consequences.

Manufacturer narrative:
The reported events of noise and oversensing were confirmed. Final analysis found that the insulation was abraded at 11.7 to 12.0 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.